Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Not returned by patient.

Event description:
It was reported a patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2016 due to swelling. Black fluid and signs of metallosis were noted during the procedure. The head was removed and replaced.